Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results for one patient from a cobas e 801 analytical unit. The initial results were reactive with both serum and heparin plasma samples. Serum sample: 6.24 coi (reactive). Heparin sample: 6.16 coi (reactive). Using a different cobas e801 unit, the result was 6.20 coi (reactive). On (B)(6) 2026, in another laboratory, the result was negative by determine hiv 1/2 assay with a heparin plasma sample.